Event description:
It was reported that during the unknown procedure the stapler misfired while on safety. Unknown if the procedure was completed successfully or if there was any patient harm.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. D4: batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. Could you please provide more details for "stapler misfired"? The chief resident carefully inserted the stapler into rectum. The anvil spike was slowly extended and pierced through tissue. Trocar was successfully attached to anvil. While safety was still on and while chief resident was rotating the adjusting knob clockwise to close the device, the stapler fired before device was fully closed. The stapler partially fired on side wall of the rectum. Surgeon had to remove and discard the device, redo the rectum stump, and use a new cdh29p to complete the anastomosis. 2. Was the firing sequence started but not completed? The device prematurely fired with red safety on and without pressing on the firing trigger. 3. If yes, did the device deliver any staples? Yes, the staples were deployed but were malformed. 4. If yes, were the staples formed properly (b-formed, malformed, goal post/legs straight)? No, since the stapler was not properly closed, staples did not reach their anvil pocket and staple legs were open. The staples that partially fired on the side wall of rectum were bent/open. 5. Were there staples missing from the staple line? All staples were visible there. 6. Did the device cut? Unsure. 7. Was the breakaway washer completely cut? No breakaway washer crunch was not heard. 8. Were there two complete tissue donuts? No. 9. Was it a partial cut? If so what was cut partially, washer or tissue? Unsure. 10. Could you please clarify if there were any patient consequences? Unknown. 11. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.